Event description:
After the gemzar infusion, fluid leak was found during normal saline flush from orange safety connector. IV connection was intact. Leakage was safely managed as chemotherapy spill protocol. The nurse practitioner was notified. Patient was informed to call md's office for any symptoms out of ordinary. Patient verbalized understanding. FDA safety report ID# (B)(4).